Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 898929) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included knee operation, cesarean section, left lower quadrant pain, multigravida, parity 3 and shortness of breath. Previously administered products included for an unreported indication: nuvaring and mirena. Concurrent conditions included ehlers-danlos syndrome and shoulder pain. On (B)(6) 2013, the patient had essure inserted. In 2016, the patient underwent hernia repair ("hernia surgery") and experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), nausea ("nausea"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnormal. Bleed"), abdominal pain ("abdominal pain ") and abdominal pain lower ("pain lower abdomen"). The patient was treated with surgery (hysterectomy (uterus only)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, hernia repair, abdominal pain, dysmenorrhoea, dyspareunia, nausea, fatigue, vaginal haemorrhage, menorrhagia and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hernia repair, menorrhagia, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: 2 trailing coils were seen on the right and 7 trailing coils were seen on the left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: -bilateral occlusion. -successful tubal occlusion using the essure procedure. Ultrasound pelvis - on (B)(6) 2018: impression an arcuate uterus with essure coils bilaterally. There is a simple cyst within the left ovary. Lot number: 898929 manufacturing date: 2011-08 expiration date: 2014-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 898929) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included knee operation, cesarean section, left lower quadrant pain, multigravida, parity 3 and shortness of breath. Previously administered products included for an unreported indication: nuvaring and mirena. Concurrent conditions included ehlers-danlos syndrome and shoulder pain. On (B)(6) 2013, the patient had essure inserted. In 2016, the patient underwent hernia repair ("hernia surgery") and experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), nausea ("nausea"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnormal. Bleed"), abdominal pain ("abdominal pain ") and abdominal pain lower ("pain lower abdomen"). The patient was treated with surgery (hysterectomy (uterus only)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, hernia repair, abdominal pain, dysmenorrhoea, dyspareunia, nausea, fatigue, vaginal haemorrhage, menorrhagia and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hernia repair, menorrhagia, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: 2 trailing coils were seen on the right and 7 trailing coils were seen on the left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: -bilateral occlusion. -successful tubal occlusion using the essure procedure. Ultrasound pelvis - on (B)(6) 2018: impression an arcuate uterus with essure coils bilaterally. There is a simple cyst within the left ovary. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-mar-2020: mr received. Lot number was added. Medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), genital haemorrhage ('gen. Abnormal. Bleed') and hernia repair ('hernia surgery') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included ehlers-danlos syndrome and shoulder pain. On (B)(6) 2013, the patient had essure inserted. In 2016, the patient underwent hernia repair (seriousness criterion medically significant) and experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), nausea ("nausea"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain ") and abdominal pain lower ("pain lower abdomen"). The patient was treated with surgery (hysterectomy (uterus only)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, hernia repair, abdominal pain, dysmenorrhoea, dyspareunia, nausea, fatigue, vaginal haemorrhage, menorrhagia and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hernia repair, menorrhagia, nausea, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-sep-2019: pfs received: case was updated from other event to incident. Following events were added : abnormal vaginal bleeding, menorrhagia, pain lower abdomen. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.